Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, performed a visual inspection and found the sensor was bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Event description:
The customer's wife reported via phone call that the senor needle did not go all the way in during insertion. Customer's wife stated that a piece of the plastic broke and the clear plastic film did not stay behind. Caller stated that the serter was slowly pulled straight up from the pedestal. Customer was advised to return the complete sensor. Customer will be sent a replacement sensor.